Manufacturer narrative:
In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. The pump was evaluated and found to have a bent platen (equivalent function as a door - the piece that swings shut and holds the administration set tubing in place). Bent platens are most often caused by a mechanical shock to the device while the door is open. The pump had most likely experienced a recent drop or other impact against a hard surface. Moog states in its user manual that any pump that appears to be damaged should not be used. Furthermore, since some free flow-causing impact-related damage may not be visible, users are instructed that, "if at any time the pump is dropped or hit, the pump must be checked for volumetric accuracy prior to reuse. The pump can only be brought back into service if the volumetric accuracy test passes per the user manual. If the pump fails volumetric accuracy it must be returned to moog medical devices group for evaluation." (Pp 5-6). In this case, the user appears to have done as instructed, and sent the pump back to moog after a free flow event occurred during its volumetric accuracy test.

Event description:
The initial reporter stated that a free flow event occurred during routing testing. Specifically, he stated that he used a test set on numerous other pumps with no problems but when he used it on this pump the set free flowed. (B)(4).